Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the air gas module, pressure transducer printed circuit boards (pcb), control cable and expiratory channel pcb were defective and in need of replacement. Replacement of the defective parts solved the issue. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The control cable connects the patient unit and the user interface. Our conclusion is that the replaced parts was the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided therefore a correction of fields # e1 event site address were required. E1- name and address - previous name and address: (B)(6) corrected name and address: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).